Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead perforation occurred during lead implant. Patient had pericardial effusion. Pericardiocentesis was performed. The lead was capped. Patient was stable after procedure.